Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damaged ultrasound transducer and missing adhesive issue could not be determined, however, the issues were likely the result of physical damage/stress. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a chip in the pink transducer part of the ultrasound probe. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a cut mark on the ultrasound probe and missing adhesive on the probe unit. In addition to the reportable malfunction, the ultrasound image was missing echo signals due to the damage on the probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.